Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fph in (B)(4) for evaluation, where it was visually inspected. Results: visual inspection revealed a crack on the expiratory limb patient end connector collar. The evaqua2 tubing was also observed to be degraded in 3 locations along the tube. A lot check was not performed as lot information was not available. Conclusion: based on the nature of the collar cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. The degraded evaqua2 tube is most likely caused by contact with a chemical substance. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after 8 days of use, which suggests that the complaint circuits became damaged after the product was released for distribution. This is further supported by the hospital stating that the subject breathing circuit passed the initial ventilator leak test. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "set appropriate ventilator alarms." The user instructions also state the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitisers."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that an rt265 infant dual-heated evaqua2 breathing circuit had a hole in the expiratory limb after 8 days of use. The event was detected by the ventilator leak alarm. No patient consequence was reported.